Event description:
A peritoneal dialysis (pd) patient¿s nurse contacted fresenius technical support (ts) to report that the screen of the patient¿s liberty select cycler was blank. The pd registered nurse (pdrn) stated there was a sudden power outage at the patient¿s home the night prior due to someone hitting a power pole nearby. The pdrn stated the power was now back on, but the screen on the cycler was not working. The screen went blank during an unknown phase/cycle of dialysis. The pdrn pressed the ok and stop keys, and touched the touch screen, but the screen remained blank. The pdrn rebooted the cycler. The ok and stop keys were lit up, however, the blank screen issue persisted. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed that the patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy, and the patient reportedly had capd supplies to last one day. The pdrn stated the patient would use the capd supplies (in the absence of a working cycler) to complete pd therapy manually. Upon follow-up, it was reported that the patient was not able to complete treatment on the day of the reported event. However, it was confirmed that there were no adverse effects experienced, and no medical intervention was required as a result of the reported event. A replacement cycler was sent to the patient, and the old cycler was returned to the manufacturer as scheduled. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler underwent and passed a valve actuation test, a system air leak test, and a voltage check. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.